Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool properly. Per review of wo on 29jan2026, there was no patient involvement.

Event description:
It was reported that the arctic sun device did not cool properly. Per review of wo on 29jan2026, there was no patient involvement. Per additional information received on 17feb2026, the arctic sun device was being used to cool a newborn who had suffered severe oxygen deprivation at birth. The device repeatedly displayed warning messages, and the target temperature could not be maintained. The device had to be turned off multiple times and the cooling pad was replaced. The temperature readings on the device and on the mirrored philips monitor showed a discrepancy of up to 0.7°c. Photos of the warning messages were attached to the report. Multiple attempts were made to contact the responsible person via their mobile phone; voicemail's were left, but no response was received. A device had to be borrowed from the children¿s hospital zurich, and the costs for this were borne by the reporting hospital. Consequences, the child, who had suffered severe oxygen deprivation at birth, could not be properly treated. The temperatures fluctuated between 32.7°c and 35.2°c, which was very unfavorable for neurological development¿assuming the displayed temperatures were even correct. There were also constant discrepancies between the temperatures shown by the device and the rectal thermometer measurements. The child also began having seizures during this period, and it was unclear whether these were triggered by the significant temperature fluctuations. In such a delicate and sensitive situation, the consequences can be severe. No medical intervention was reported.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. Invoice processing. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.